Manufacturer narrative:
Method: a review of the manufacturing records is currently in process. Results: the imaging evaluation stated that three time-points were available for evaluation, procedural angiogram (B)(6) 2013, and CT's dated (B)(6) 2013 (arterial phase) and (B)(6) 2013 (non-contrast and arterial phase). It appears the thoracic device was introduced and deployed antegrade, leading end of the device is deployed antegrade, leading end of the device is deployed in the dta. There appears to be contrast outside of the implanted device on the arterial phase on images dated (B)(6) 2013 and (B)(6) 2013. An endoleak is present within the aorta of indeterminate origin. Conclusion - the device was not returned; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2013, a patient that presented with an aortic arch aneurysm was treated with a comformable gore tag thoracic endoprosthesis and a gore viabahn endoprosthesis. The viabahn stent graft was placed by snorkel technique in the left subclavian artery. The remainder of the debranching involved dacron. It was reported to gore that on (B)(6) 2013, a pseudoaneurysm was observed. On (B)(6) 2013, bird-breaking of the prior ctag graft was observed in the distal ascending aorta. Placement was performed of a second thoracic endovascular graft to improve the radial force and apposition against the zone 0 and zone 1 aorta to better seal the proximal attachment site.